Event description:
After the normal process of insertion of the temp pacing wire, physician connected the wire onto the medtronic tp junction box. Pt was then pacing in normal pacing rythym. During an unspecified period of time the cardiac pacing monitor began alarming arrythmia cardiac arrest. Pt then required cardio pulmonary resuscitation, no respiratory support needed. While pt was being resuscitated it was noted that the temp pacing electrode was removed from the safety pins (yellow safety pins included in kit). Once temp pacing reconnected pt returned to normal pacing rythym and no longer required cardiac resuscitation. In a subsequent meeting with the physician it was learned that the user failed to follow the instruction for use, therefore device failure is related to user handling. The sample is not being returned for co's analysis.